Manufacturer narrative:
There was no sample product returned for analysis. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the cartridge split. Another cartridge was used to implant the lens. There was no reported patient harm. Additional information was requested.